Event description:
Legal counsel for the patient reported that the patient underwent left total hip arthroplasty on (B)(6) 2003. Patient's legal counsel further reported patient allegations of pain, dysfunction, loss of range of motion and elevated metal ion levels. Additional information received in patient medical records indicates patient underwent a revision procedure on (B)(6) 2012 due to metallosis, osteolysis, synovitis, pain, and effusions. The operative notes confirm that the acetabular cup, liner and modular head were removed and replaced. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay the reason for the revision procedure and the date of the revision, which was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions. It has been reported that wear debris may initiate a cellular response resulting in osteolysis or osteolysis may be a result of loosening of the implant." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." Number 15 states, "elevated metal ion levels have been reported with metal-on-metal articulating surfaces." This report is number 2 of 3 mdrs filed for the same event (reference 1825034-2013-01476 / 01478).

Event description:
Legal counsel for the patient reported that the patient underwent left total hip arthroplasty on (B)(6) 2003. Subsequently, legal counsel for patient reports patient allegations of pain, dysfunction, loss of range of motion and elevated metal ion levels. There has been no reported revision procedure. No further information has been provided to date. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 15 states, "elevated metal ion levels have been reported with metal on metal articulating surfaces." This report is number 2 of 3 mdrs filed for the same event (reference 1825034-2013-01476 / 01478). This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.